Manufacturer narrative:
Patient information is unknown. This report is for a drill bit - unknown lot. Device is an instrument and is not implanted/explanted. Complainant part has not been returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a 2.5 gold drill bit from a small fragment set jammed in the guide during its first use. It loaded without difficulty, but seemed to be fused to the guide and the quick release. A mallet was used to free the drill bit from the quick release, which caused the drill bit to break. A second drill bit in set was used along with alternative drill guide. No adverse event to patient and no delay to surgery time. This complaint involves one (1) part. This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: upon visual inspection of the complaint device it can be seen that the drill bit is broken on the distal end (all parts received), this thus confirming the complaint description. The drill bit was unable to be separated from the drill guide. Base on this we aren't able see the lot number, furthermore we aren't able to check the complaint relevant dimensions for dimensional accuracy. Based on the limited information provided by customer, we are not able to determine the exact reason for this occurrence, but it is likely that during the operation an application error may have taken place or/and that something was between the drill bit and the drill guide which led to a mechanical overload situation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.